Event description:
Additional information was received from a healthcare provider (hcp) and company representative (rep) reporting that the patient's weight at the time of the event was 225 pounds. It was reported that the patient did not experience any symptoms related to the event. It was further reported that there was not an issue with the pump and the pump was replaced because the patient wanted a larger pump. It was also reported that there was no issue with the catheter. It was reported that the catheter was not broken or pinched and it was able to be aspirated at the time of replacement. The patient's 20 ml pump was replaced with a 40 ml pump and the catheter was aspirated at time of replacement.

Manufacturer narrative:
Continuation of d10: product ID 8784 serial# (B)(6) implanted: (B)(6) 2015 explanted: (B)(6) 2024 product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal dilaudid (concentration and dose unknown) via an implanted pump for an unknown indication for use. The patient inquired if a company representative (rep) could and/or would be there for their upcoming surgery on the (B)(6) 2024. It was noted the surgery was because 'of my tubing or whatever - it's possibly pinched or broken.' It was reported the paperwork they got looks like both the pump and the catheter would be replaced but the patient was not sure. The patient read from the insurance document that drug infusion pump would be replaced and was covered by insurance. It was reported that "the battery was already done - was replaced in february 2022, but he aspirated it, and it didn't aspirate right - or aspirate at all." It was reported "he's waited so long to fix it and now he's going to fix it." The patient also inquired pump size options to see if they could have less frequent refills from their home infusion nurse. The agent reviewed pump size and redirected to the hcp.

Manufacturer narrative:
Continuation of d10: product ID 8784. Serial#: (B)(6). Implanted:(B)(6) 2015. Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8784, serial/lot #:(B)(6), ubd: 18-may-2017, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.